Event description:
It was reported, the patient¿s pump health care provider (hcp) was no longer practicing. The patient needed a new hcp since (B)(6) 2011. The patient had not found a physician as of (B)(6) 2013. It was said the patient¿s pump had been alarming since (B)(6) 2013. The patient denied withdrawal symptoms and was taking some oral medications for her pain. The pump had been empty since (B)(6) 2013 and never refilled since. In (B)(6) 2013, the patient stated that her hcp noted she was in ¿no shape¿ to have the pump taken out, but the patient wanted the pump refilled. The patient also noted that when she had a ¿discogram¿ in (B)(6) 2012 and when any disc or vertebrae the hcp touched on her back she screamed on the table and was in so much pain that when it was over they had to give her a pain pill and a pain shot before they could perform a computed tomography (CT) scan to check her out before she could go home. It was said on (B)(6) 2013 that the patient found a new hcp and her concerns were resolved. The patient had an appointment on (B)(6) 2013. It was later stated the pump was ¿running on empty for close to three months.¿ the cause of the event was said to be that the pump managing physician stopped offering that service. The pump was replaced. The patient had symptoms of worsening pain. The patient was not hospitalized and the outcome was indicated as non-serious injury/illness. The pump was used to deliver hydromorphone and bu pivicaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).